Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2015 and suture was used. During the procedure, the needle became bent in the middle when sewing the uterus. Another like device was used to complete the procedure with no adverse patient consequences.